Event description:
A (B)(6) old male patient called to report that he was receiving check therapy pad and check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode, check belt messages) has been confirmed. Upon investigation the trunk cable connector was cracked and wires were exposed. Both pulse wires were severed and the +5v wire was cut. The root cause of the damaged cable connector and broken wires could not be positively identified but was likely excessive force. No adverse event resulted from the damaged trunk cable connector and broken wires. The patient received a replacement electrode belt.